Event description:
It was reported that a patient went into heart block. The patient presented for a transcatheter aortic valve replacement procedure with a 27 mm lotus valve. Following valve deployment, the patient went into left bundle branch block and treated with a temporary pacemaker. A permanent pacemaker was then implanted. The patient is currently doing well.